Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p3k0897) egia60amt egia 60 artic med thick sulu (lot#: p3k0897) egia60amt egia 60 artic med thick sulu (lot#: p3k0897) egia60amt egia 60 artic med thick sulu (lot#: p3k0897) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic ultralow anterior resection, the surgeon used the reload and fired just 2 cm, then stopped and could not complete the firing. Then the user changed four new reloads and found the same issue. It was also noted that staples were poorly formed and that the surgical time extended for about an hour. The surgeon had to change to a suturing technique.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one piece of resected tissue. Several formed and unformed staples could be seen resting on the tissue. The listed reload was not visible in the returned image. It was reported that there was a poor staple formation. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device partially fired. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.